Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). The device was received for evaluation. During evaluation, the customer reported "door do not recognize closed door" was reproduced when the device was powered on. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined that the link was out of adjustment. The link will be adjusted to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to recognize close door. This occurred in the biomed service department upon device power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11: the event history log (ehl) review was performed and revealed evidence of the reported problem, through multiple events of 'shut door - power off!' Messages.